Event description:
Customer reports, that during their incoming inspection they found two filter needles with a dark red spot on the end of the needle which seems to be dried blood. They have sent the samples to an outside laboratory for analysis and expect the results within two weeks. The product was not used.

Manufacturer narrative:
Actual sample was sent by customer to an outside laboratory for identification of the foreign material. Substance was oil. Mfg feels it is most likely silicone oil from lubrication spray head. No product remains in distribution, no other reports have been received against this lot. The proper production personnel were informed of the excess oil for their action, as appropriate. This appears to be an isolated event.